Event description:
Nurse took waffle cushion taken out of packaging to use for patient and waffle cushion was deflated. Another cushion obtained without issue. Manufacturer response for pressure reduction cushion, waffle cushion (per site reporter). Equipment failure reported to (retracted email address) on (retracted date). Product available for return to manufacturer with mailing labels provided by manufacturer. Equipment returned to manufacturer on (retracted date) via ups ground (retracted tracking number).